Event description:
The patient contacted baxter's technical service center regarding a disconnected patient line, which occurred on the homechoice pro during use during initial drain. The patient called asking for assistance with ending therapy because the patient line had become loose and touched the floor. The patient wanted to start over with new supplies. The baxter technical service representative assisted the patient with ending therapy. The patient would start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the caregiver (cg) on (B)(6) 2011 regarding the report of the patient line becoming disconnected. The cg stated that they did not notice any visible damage or abnormalities with the supplies in use. The cg stated the sample was discarded, no companion samples were available, and the lot number was no known. No further information related to this event was provided.

Manufacturer narrative:
(B)(4). This complaint for a connection issue could not be confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was not determined. The label review found the labeling adequate for the potential use error in this complaint. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed. A 510(k) number will not be provided in the emdr because the product is unknown at this time.